Event description:
Healthcare professional reported that 5 days after injection with two syringes of juvederm voluma xc and concomitantly with one syringe of juvederm, the patient experienced swelling around the eye and face. An "antibiotic" was provided as treatment and the swelling subsided. However, as soon as the antibiotic was stopped, the swelling returned. This is the same event and the same patient reported under MDR ID #3005113652-2015-00324 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.